Event description:
(B)(6) had a total right hip replacement on (B)(6) 2009. She received the pinnacle sector ii acetabular cup size 50mm, a size 13.5 small aml stem, a +5 x 36mm metal-on-metal femoral head. Prior to surgery, (B)(6) had right hip pain and was diagnosed with osteoarthritis of the right hip. In (B)(6) 2009, it was reported that (B)(6) right leg was approximately 1/4 inch longer than her left leg. On (B)(6) 2009, she reported swelling in her right hip and subsequently had the hip aspirated. On (B)(6) 2009, she had a debridement of scar tissue and layered closure at the right hip. There was some subcutaneous scar tissue and fibrosis, but no seroma collection. In (B)(6) 2010, (B)(6) was still complaining of right hip pain and was using a cane. In (B)(6) 2010, she did have some fluid collection around the right hip. In (B)(6) 2011, her chromium and cobalt levels were slightly elevated. On (B)(6) 2011, she was having some clicking in her right hip. Her ion levels continued to be elevated throughout 2011 and in 2012. On (B)(6) 2012, due to elevated ion levels and continued pain in her right hip, (B)(6) had a right hip revision.